Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited diagnostic anomaly of missing automatic mode switch (ams) episodes duration on the electrogram (egm) diagnostics. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.